Event description:
The facility reported that the guide wire within the pack "shredded" inside the patient. No additional details were provided related to the customer reported issue.

Manufacturer narrative:
The facility reported that the guide wire within the pack "shredded" inside the patient. No additional details were provided related to the customer reported issue. Despite multiple good faith efforts to obtain additional information, the customer contact was unable or unwilling to provide further incident details to the manufacturer. The sample was returned to the manufacturer for evaluation. During visual inspection the guidewire was noted to be completely out of its plastic vendor packaging and the wire was extremely frayed and pulled apart. The coating of the wire was not flaking off and the end of the wire frayed and split apart, causing the wire to shred apart and uncoil from itself. A definitive root cause could not be determined at this time. No additional information is available. Due to the reported incident and in an abundance of caution, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.